Event description:
Office visit- bilateral breast implants that appear to be in submusculars or submammary space with bilateral class iii capsules. Also ptosis present. Family history of breast cancer. Pt underwent bilateral capsulectomy and implant removal. Bilateral biopsy. Implants were completely encapsulated and were removed intact-no free silicone. Hole made in right capsule. Implant appeared intact within capsule.